Manufacturer narrative:
The pump was received with currents within specification. No unexpected low battery noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was burning through batteries twice a day last week and getting low battery alerts. Customer's battery indicator does not show less than 2 bars and the battery did not last more than 1 week. Customer did not receive a weak battery alert. Customer stated that her basal rates and bolus wizard settings were changed about a month and a half ago. Customer was advised that the average life of the battery is about 1 week based on 40 units per day. Customer was previously sent a replacement battery cap. Customer stated that she will continue to use her current pump until her replacement pump arrives tomorrow. Customer was advised to monitor the pump closely.